Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving water via an implan table pump for non-malignant pain. It was reported that the patient's system was explanted because the therapy was not working for them. There were no external factors involved and no diagnostics/troubleshooting were performed. The event was resolved.